Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly changed their correction factor when they meant to change their carb ratio. Customer's blood glucose was 160-180 mg/dl. Reportedly, customer corrected settings and successfully resumed insulin therapy.